Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Reportedly, customer inadvertently unlocked their pump and initiated a bolus they did not need which caused them to go low. Bg was addressed via consumption of carbohydrates. Systems check with tandem technical support verified the pump was functioning as intended.